Manufacturer narrative:
This supplemental report is being submitted to supply additional information on the device evaluation. During the visual inspection evaluation, no abnormalities were observed. The customer's allegation of the defect in the camera head displayed a scope communication error (e226) was not reproduced. No defects were found during the device's functional tests.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up (b5, d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer believes the procedure was for a hernia and the issue occurred about 30 minutes into the procedure. The customer uses an autoclave to reprocess the device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic procedure, the visera elite iii video system center; while being used with the 4k camera head displayed a scope communication error (e226); the bottom of the display screen no longer appeared and was black, and the colors of the image became strange. During the procedure, the scope was replaced with a 2d flexible device. There were no reports of patient harm associated with this event. Related to patient identifier (B)(6) (otv-s700/ visera elite iii video system center; serial number (B)(6)).